Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device, and the reported condition was confirmed. The device was tested, and it was determined that the device had vibration and noise. During repair, it was observed that the bearings were worn out causing the vibration and noise. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device ran roughly and was noisy. During in-house engineering evaluation, it was observed that the device had vibration and noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.